Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Customer reportedly received result of 11.4 mmol/l on the aviva system and result of 6. "Something" (mmol/l) within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.